Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the phenomenon of the 10-minute delay occurred because poor communication occurred due to poor cable and no images were displayed on the monitor. However, the root cause of the phenomenon could not be specified. Additionally, it is possible the phenomenon of the not showing the image on the monitor occurred due to poor communication occurred due to poor cable, and images were no longer displayed on the monitor. The root cause of the phenomenon could not be identified. The event can be prevented by following the instructions for use which state: -warning "follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. - never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. - do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. - never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. - never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.: olympus will continue to monitor field performance for this device.

Event description:
The customer confirmed the procedure was office diagnostic scope and the event was discovered before the procedure. The customer used their other camera head (ch-s400-xz-ea) from one of their other rooms and it worked fine on their tower. No effect on the results of diagnosis/treatment. The procedure was completed with a different camera head from their other room, some model camera head. A 10 minute procedure delay and no harm or injury to the patient/equipment operator. No impact on the patient (e.g., prolonged anesthesia time) because it was an office scope, so not anesthesia is/was given to the patient.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. During the evaluation it was found that the reported issue was due to a faulty cable. Additional findings were a faded label on the rear cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus representative reported to olympus on behalf of the customer that the 4k autoclavable camera head image does not appear. There was no picture coming through during preparation for use for a diagnostic procedure and there was a 10-minute delay reported. There were no reports of patient harm or impact associated with the reported event.